Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Rn was notified the PICC dressing was unocclusive, rn went to change dressing and noticed line was leaking at the cap. A cap change was performed and no further leaking was noted. A PICC dressing change was performed. 2 hours later rn was notified that the algidex was saturated and the PICC dressing was wet to the touch. Rn went to change the dressing and the line was noted to be leaking at the point where the butterfly hub and catheter meet.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the faulty sample returned by the customer was shortened by the user at 23 cm. When the sample arrived, a microclave needle free connector was attached at its luer lock hub. During sample examination we found that the catheter was leaking next to the fixation upon the attempt to flush it with water using a 10 ml syringe. There was a micro hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. Microscopic examination of the fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. We were informed that the customer used alcohol-based disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force for the junction of catheter tube and wing (code 4g31252400, batch no. 8044646 has a medium of 5,57 n for the batch involved. At its minimum at 3 n, it is therefore within the specification. Visual tests and incoming goods inspections are carried out with no exceptions found. There are no similar complaints for batch 8055822. No further corrective action was initiated by quality management as there are no indications of a manufacturing defect. Corrective action: as the catheter has been in place for 9 days, we do not believe this defect is a manufacturing related. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action is initiated by quality management this failure will be monitored for future actions.

Event description:
Rn was notified the PICC dressing was inconclusive, rn went to change dressing and noticed line was leaking at the cap. A cap change was performed and no further leaking was noted. A PICC dressing change was performed. 2 hours later rn was notified that the algidex was saturated and the PICC dressing was wet to the touch. Rn went to change the dressing and the line was noted to be leaking at the point where the butterfly hub and catheter meet.